Event description:
It was reported by service report that the bed's foot lift motor is stuck in the up position and will not raise or lower electronically from footboard or siderails. It is unk if there was pt involvement, however, no adverse consequences are reported.